Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken. The top case was chipped and cracked. The battery door was cracked. The bottom case was missing two feet. Error history log review found pharmguard data transfer and force sensor bridge test errors. The errors were verified during startup. The root cause of the reported issue was found to be customer use. Actions were taken to mitigate the reported issue: the event history was downloaded and the damaged plunger was replaced. The force sensor was replaced as a preventative measure.

Event description:
It was reported the device had a error pharmgard transfer and force sensor failure. No patient injury reported.